Event description:
New information states the lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for follow up, the right ventricular lead exhibited noise, the sensitivity was reprogrammed mitigate the noise. The noise was reproducible with patient crossing arm over chest. No intervention had been reported.